Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being involved in a car accident and the enlite inserter was jammed. The blood glucose reading at time of call was 284mg/dl. The caller mentioned that the inserter got wet, attempted to dry, and still was not functioning. She mentioned that normally her blood glucose is around 400mg/dl. Currently, the customer was not connected to the insulin pump at time of call. The customer also stated that the charger as well the transmitter got wet. No further information was provided.